Manufacturer narrative:
Initial MDR 2517506-2021-00110 was filed 29-apr-2021. Additional information (06-may-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed loci thyroid stimulating hormone (tshl) result on a dimension exl 200 system. Hsc reviewed the information provided by the customer and the instrument data files. The instrument data indicated there was an atypical sample aspiration profile on the sample which produced the depressed result. Hsc received an update stating that the customer has not experienced any additional discordant results for tshl. A potential product issue has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted siemens regarding a discordant, falsely depressed thyroid stimulating hormone (tshl) result obtained on a patient sample with a dimension® exl¿ 200 system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed thyroid stimulating hormone (tshl) patient sample result was obtained on a dimension® exl¿ 200 system. The discordant result was reported to the physician and questioned. The sample was reprocessed on the original dimension exl 200 and an alternate dimension system. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed tshl result.